Manufacturer narrative:
The insulin pump had an intermittent button response due to lcd unlock keypad connector. The insulin pump was received cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump bolus button is not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 180 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.